Event description:
It was reported that the patient presented for follow up in the clinic. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited high capture threshold. Capture failure was also noted. While repositioning the lead, the helix could not be extended. Additionally, the set screw could not be removed from the header of the implantable cardioverter defibrillator (ICD). Both the rv lead and the ICD were explanted and replaced on (B)(6) 2025. The patient's condition is unknown.

Manufacturer narrative:
The reported complaint of failure to remove setscrew were not confirmed. As received the device battery was in normal range of option. Final analysis found that there were septal damage and setscrew inset stripping, consistent with occurrence during the procedure. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.